Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no log files were associated with the reported event. Per additional information, the patient refused to come to the clinic to exchange the backup battery and would continue to be monitored and advised. The nature of the reported backup battery fault alarm was unable to be determined, and the root cause of the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient contacted the vad team on (B)(6) 2020 to report an advisory alarm that indicated "call hospital contact. Backup battery fault." That is an indication that backup battery is compromised, and either is unable to fully support pump function or has reached its expiration date. As of (B)(6) 2020, the patient is refusing to come to clinic to have his backup battery replaced. The team will be continuing to monitor and advise the patient. No additional information provided.